Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to moisture damage at lcd board. Traces of corrosion found at the keypad traces. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump was received with stained end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the ocean while connected to the insulin pump. Customer's blood glucose was 230 mg/dl. The customer also reported a button error alarm occurred on the insulin pump after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.